Manufacturer narrative:
The product was discarded and device identifiers were not provided, therefore, a device evaluation and device history review could not be performed. Based on the information provided, it cannot be determined that the alleged deterioration was related to promogran prisma¿ matrix. It is unknown if and what medical or surgical intervention was performed. Device labeling available in print and online states: indications: inadine¿ dressing is designed to protect the wound, even if infected. Inadine¿ dressing is indicated for the management of ulcerative wounds and may also be used for the prevention of infection in minor burns and minor traumatic skin loss injuries. Precautions: inadine¿ dressing should not be used: where there is a known iodine hypersensitivity (allergy). Before and after the use of radio-iodine (until permanent healing). If you are being treated for kidney problems. In cases of duhring's herpetiform dermatitis (a specific, rare skin disease. Inadine¿ pvp-I non-adherent dressing must be used under medical supervision: in patients with any thyroid disease. To treat deep ulcerative wounds, burns or large injuries. Medical supervision should be sought if using inadine¿ dressing for more than one week.

Event description:
On 05-jul-2019, the following information was reported to kci/systagenix by the nurse: the patient had surgery on his head and scalp for removal of skin cancer. The patient was reportedly using flaminal® forte, non-kci/systagenix product, since before (B)(6) 2019 the nurse observed the patient on (B)(6) 2019. The patient had eight wounds on the scalp and on the side of the patient's face near the right ear. The nurse changed the treatment regimen and treated six wounds with promogran prisma¿ matrix dressing. Five wounds were treated with a combination of promogran prisma¿ matrix and inadine¿ pvp-I non-adherent dressing and one wound was treated with promogran prisma¿ matrix dressing by itself. A fellow nurse alleged the nurse made the wound worse. No additional information was provided. The product was discarded and device identifiers were not provided, therefore, a device evaluation and device history review could not be performed. The alleged deterioration associated with inadine¿ pvp-I non-adherent dressing is reported under MDR 3007663067-2019-00007.

Manufacturer narrative:
Based on further review, kci determined that inadine¿ pvp-I non-adherent dressing is not available in the united states. Kci has deemed this event not reportable.

Event description:
Kci determined that inadine¿ pvp-I non-adherent dressing is not available in the united states.